Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of ischemia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ischemia, device handling problem.

Event description:
Healthcare professional reported the reason for device opened & discarded/destroyed was noted as ¿blood supply issue.¿ additional report of ""placed during a lift and blood supply to areola was compromised". This is for the ride side. Device was removed and did not remain implanted.